Manufacturer narrative:
The event is not a death situation. There was no life-threatening injury. However, this case may be considered as serious injury in the sense that the placement of a cage in a contraindicated situation may have resulted in the fracture of the c5 and c6 articular processes which had led to the cage migration toward the c6 nerve root area. The patient's altered cervical spine anatomy due to the combination of previous c6 corpectomy and segmental rotation of c5-c7 acdf was prone to higher risk for spinal damage and possible fluoroscopic imaging difficulty during surgery. The patient's pain was resolved post-revision with no new or worsening symptoms reported. Although there was no device defect or malfunction reported in this case, the original surgery possibly resulted in the articular process fracture contributed by the patient's anatomy and had led to the removal of the cage implant to relieve pain. From this perspective, the "migrated" implant in this case failed to perform as intended, and therefore the event is reported. Not device defect related.

Event description:
A patient, who had a c5-c7 acdf with c6 corpectomy two years ago (in 2012), experienced radicular symptoms (neck and arm pain) in 2013 and received a c5-c7 posterior cervical fusion on (B)(6) 2014. After the cervical fusion, the patient's radicular symptom (neck and arm pain) was not resolved. The surgeon discovered through post-op CT scan examination that the right c5 inferior articular process and right c6 superior process were fractured which may have led to a cage migration that resulted in the c6 nerve impingement. The patient received a revision to remove the cage located at c5-c6. The patient did not report any new or worsening symptoms after revision. There was no device malfunction reported in this case.